Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line. This was observed during the initial drain cycle of peritoneal dialysis therapy. The caregiver stated that she saw some gaps of air in the patient line. There was nothing found during troubleshooting that could have caused the reported condition. The technical service representative assisted the caregiver in ending therapy and the caregiver restarted therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.